Manufacturer narrative:
Additional information: a correlation between the device and the reported driveline infection could not be conclusively determined. Pump pocket and driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's infection remained present as of (B)(6) 2016 and was being treated intravenously with telavancin. It was reported that the patient has had multiple abdominal CT scans to monitor the infection. The patient would reportedly continue to follow-up with the hospital's infectious disease department as an outpatient.

Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. The patient remains on lvad support with no further issues reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection. Cultures were (B)(6). The patient was placed on suppressive antibiotic therapy. No further information was provided.